Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient's representative reports rupture. The event was diagnosed with ultrasound test and then confirmed with MRI test. The device remains implanted. This record related to the right side.

Event description:
Patient's representative reports rupture. The event was diagnosed with ultrasound test and then confirmed with MRI test. The device remains implanted. This record related to the right side.